Manufacturer narrative:
Corrective actions have been implemented to prevent recurrence of the issue. The tined lead stimulation cable in the report was from a tined lead kit manufactured prior to the implementation of the corrective actions.

Event description:
Tined lead stimulation cable had a malfunction. The gray portion of the stimulation cable came out of the white shell. Attempt was made to reassemble and use, but physician was unable to. The needle stimulation cable was used to check the motor responses and the clinician programmer (cp) was used to check the impedances after the epg (trial stimulator) was connected.